Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that cartridge change errors occurred with multiple cartridges during the load sequence; this has been an ongoing issue. Customer¿s blood glucose level was 260 mg/dl. Reportedly, the customer was able to perform a cartridge change to resolve past occurrences; however after the most recent event the customer reverted to manual injections for insulin therapy.